Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomalies that were identified. Implanted: (B)(6)2014 explanted:(B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported a consumer¿s system was explanted and replaced. It was noted that the implantable neurostimulator (ins) gave the consumer little effect on her fecal incontinence. There were high levels on impedance test for electrode 3, tried reprogramming without any success in (B)(6) 2016. Tested old lead electrode before explantation, no response on electrode 1, and weak response on electrode 2 and 3 with 1.5-1.9 milliamps. It was noted that the surgeon found dark coloration in the lead ins coupling and wanted it checked. Additional information received reported that there was a lack of response after implantation in 2014. It was noted that after reprogramming in (B)(6) 2016, the consumer got response for 60 days, and then tried more reprogramming again with no success. Noted weak response on pole 1-2 during test at explant. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the following device settings: 1.6v, 210 us, 14 hz, c+0-, cycling off, and battery results ¿ok.¿

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead; additional info indicated devices explanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the date of implant was october 2014, but the exact date was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.